Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: after the procedure. It was reported that post a left internal carotid artery stenting procedure, the patient experienced an acute stroke. Symptoms included visual changes, right-sided weakness, expressive aphasia and slurring of words. A head CT revealed acute microvascular disease with right posterior parietal and right frontal chronic infarcts. Reportedly, the neurologist felt the patient was "making up his deficits" as the patient is a physician and "his deficits were inconsistent". Eight days post procedure, the patient was back to baseline. Fourteen days post procedure, the patient was discharged to a rehabilitation facility. Although requested, there was no additional information provided.

Manufacturer narrative:
Study event. There was no device malfunction reported. Stroke is a known possible adverse event associated with the use of the device as listed in the xact stent instructions for use. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.